Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture. This ra lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that the caused was said to be suspected increased calcification around the lead which caused to increase the threshold gradually.